Event description:
Pt experienced vomiting, nothing was passing through band, and stomach was inflamed. Doctor and pt agreed to explant device after 4 days. Though physician states there was no problem with the device, the event is being reported in good faith due to inamed's policy to resolve all doubts in favor or reporting.